Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es the station was showing a delayed time by 3 hours. Nurses had issue to pull out meds on time. Customer claimed that the time was now 8.25pm but the station time was 5.25pm which was 3 hours back. Rebooted the station but it did not resolve the time issue. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was showing a delayed time. A technical support specialist confirmed that the time was incorrect due to a wrong time zone. Logged in as care fusion admin, updated the time zone, and resolved the issue. The system functioned as intended after being assessed by the technical support specialist.